Event description:
It was reported that the 2nd lumen on ureteral access sheath reportedly perforated ureter when attempting to access a stone in the lower pole kidney. Sheath was almost to the renal pelvis when doctor did a retrograde and noticed there was extra dye coming out of the ureter. The doctor pulled the access sheath back down, went up with a scope and found there was a small incision cut inside the ureter wall. The sheath was following a guidewire that was coiled/positioned in the kidney. The scope and sheath were removed and doctor went back in with a competitor's sheath with reinforced wire and removed the stone. A ureteral stent was placed to allow the ureter to heal on its own. No further complications were reported.